Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 21-mar-2026, UDI#: (B)(4), product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with tortuous and ca lcified anatomy and a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus over a non-medtronic guidewire. The valve was deployed, but it dislodged due to an interaction with the dcs and the patient anatomy contributing to frame under-expansion. A second valve inserted into the patient, and an attempt to pass the second valve through the dislodged valve was made; however, an aortic dissection just above the right coronary artery was noted. Subsequently, the procedure was converted to a sternotomy and a surgical aortic valve replacement was attempted. The patient died during the surgery, however. Per the physician, the aortic dissection was due to an interaction between, and this contributed to the patient's death.

Manufacturer narrative:
Image review: four static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve, and a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and an infold was not obvious; however, appeared to be evident after full release. Of note, it was not reported if recaptures were performed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. In this case, the infold was very difficult to identify just prior to the point of no recapture and the valve was released. Subsequently, there is evidence that the nosecone might have interacted with the infold of the valve causing the dislodgment. It was reported that a dissection occurred, and the patient was converted to surgery and subsequently died. Images of the aortic dissection were not provided thus it is not possible to determine the cause of the dissection. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d1 d4 d10 h4 section d references the main component of the system. Other relevant device(s) are: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: medical safety reviewed the labelled adverse events of valve under expansion that resulted in dislodgement treated with the attempted implant of a second valve, aortic dissection treated with conversion to surgery with surgical valve implant, but that resulted in death. Based on the information provided, the event of valve under expansion was likely related to interaction of the valve and the patient anatomy. The under expansion was also likely a contributing factor to the valve dislodgement as it was reported that the delivery system interacted with the valve. The aortic dissection was possibly related to interaction between the valve, and/or delivery system with the aorta. Images provided for review indicated an inflow infold upon release of the valve. Images also indicated interaction between the nosecone and the valve that caused the dislodgement. Images of the dissection were not provided. Patient anatomy of a bicuspid aortic valve was a possible contributing factor to the event. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Images were provided for review. The images provide evidence that the nose might have interacted with the infold of the valve causing the dislodgment. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Vascular related complications, such as aortic dissection and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The provided images could not confirm a root cause of the aortic dissection. The aortic dissection was possibly related to interaction between the valve, and/or delivery system with the aorta, however this could not be conclusively confirmed. Patient anatomy of a bicuspid aortic valve was a possible contributing factor to the event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: review of the device history record (j193709) and frame record (700001389) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. It was reported that the valve dislodged due to interaction between the delivery catheter system (dcs) and under expanded valve frame. The image review determined that an infold was likely present after full release. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the expansion issues were reportedly due to the patient anatomy. A conclusive root cause could not be determined from the image review, as load inspection and patient executive summary were not available for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} corrected data: b5. First paragraph updated d. Suspected device updated d10. Concomitant products updated h6. Device and method codes updated h11. System reported devices updated data: b5. Second paragraph added h6. Patient codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with tortuous and calcified anatomy and a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus over a non-medtronic guidewire. The valve was deployed, but it dislodged due to an interaction with the dcs and the patient anatomy contributing to frame under-expansion. A second valve inserted into the patient, and an attempt to pass the second valve through the dislodged valve was made; however, an aortic dissection just above the right coronary artery was noted. Subsequently, the procedure was converted to a sternotomy and a surgical aortic valve replacement was attempted. The patient died during the surgery, however. Per the physician, the aortic dissection was due to an interaction between the dislodged valve and the attempted valve and dcs, and this contributed to the patient's death. Additional information was received that the patient noted chest pain after the second valve was attempted.